Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that the atrial impedance reads less than 200 ohms. The energy pulse that is delivered for the test is very low amplitude and can be susceptible to external emi sources. This can create out of range impedance measurements. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).